Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 455 mg/dl. The customer treated with needle. Customer declined to troubleshoot for high readings. The customer reported the o-ring inside the lip of the reservoir compartment is not missing. The customer reported a hard time getting the blue cap off. The product was returned for analysis.

Manufacturer narrative:
Unable to verify anomaly, due to reservoir septum not returned.